Event description:
Additional info was rec'd on 08/24/2005, revealed that there was bradycardia and vaso spasm with treatment of medication during the carotid procedure. Both of these symptoms were transit and resolved during the procedure. The reported neurological deficit and the surgery were not related to the carotid procedure, but were related to the occlusion of the femoral artery and the surgery to treat the occlsuions of the femoral artery.

Event description:
It was reported that during hospitalization the pt was found to have high-grade carotid stenosis during evaluation for severe bilateral clarification. Upon completion of the uneventful carotid stent procedure, the right common and external iliac arteries underwent angioplasty and stenting for severe stenosis and possible dissection. The pt complained of gradual, increasing right leg numbness and weakness. The sheath was remove with improvement in sxs. On arrival to pacu, the pt requiring vassopressores support and again began to experience right leg weakness and numbness for up to 1 hour. Distal pulses and femoral pulse were unable to identified. The pt was taken back to the operating room for urgent right femoral exploration and endarterectomy. The pt reported resolution of weakness and had doppler foot signals at end of case. Neurologist reported again right numbness and weakness in 2005. The pt remains in pacu for observation.